Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient rep mentioned that yesterday they increased the therapy strength to 5.0 and it was working perfectly but today, they checked the therapy and is on 4.0 and they don't know why, they cannot increase the strength. The circumstances that led to the reported issue were unknown. Agent explained how to connect with the implant, agent was confused about how to use the communicator. Redirect to doctor if issue persists. Additional information received from the patient indicated that patient's symptoms came back yesterday, patient's rep reported that the system was working pretty good but yesterday their symptoms came back. Patient's rep stated that they are trying to increase the stimulation but they are not able to. Agent walked caller through how to increase and decrease stimulation. The patient rep was unable to increase stimulation. The patient rep reported they were pressing the up and down arrows but they didn't have any response from the smart programmer. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. T he patient rep mentioned that they have an appointment with healthcare provider on thursday. Agent sent email to mdt representative for visibility. The patient was redirected to their healthcare provider to further address the issue.